Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the infusion set cannula was bent. The blood glucose reading was 407 mg/dl. The customer treated with a manual injection. The customer did not report issues with scarred or hardened tissue, or stretch marks and reported that she has enough subcutaneous tissue where the set was inserted. The customer was advised on insertion site rotation and proper insertion techniques. No troubleshooting was performed for the high blood glucose.